Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil (3x6) was deployed into the aneurysm through another manufacturer's microcatheter. The patient coughed/sneezed/moved and after this movement, the microcatheter was kicked out of the aneurysm and in the parent artery; however, part of the coil was still in the aneurysm. The physician attempted to get the microcatheter back into the aneurysm and was unsuccessful. The smart coil (3x6) was retracted and a guide wire was used to get the microcatheter back into the aneurysm. The physician decided to go with a shorter coil, therefore, a new smart coil (soft 3x4) was then deployed and detached in the aneurysm. A run was done with no extravasation noted. A new smart coil extra soft (2x4) was then placed. Another run was done and extravasation was seen. Additional smart coils were used and there was no extravasation noted after the final coil was placed. According to the physician, the patient was discharged two days post procedure and was doing well.